Event description:
It was reported that during the patient¿s ectrophysiology study testing the physician noticed that the patient had a sudden loss of telemetry and a decreased heart rate. The patient¿s heart rate and the telemetry both returned within seconds. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947-65 implantable tachy lead, (B)(6) 2011. (B)(4).